Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with a manual injection. The customer had a low battery indicator that does not show less than two bars. The customer was advised to wait 5 seconds to reinsert the batteries in the insulin pump and to monitor the device for any issues.